Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was programmed as the case was starting. However, the patient needed anesthesia after a transesophageal echocardiogram (tee) procedure, so the procedure was canceled and rescheduled. The device did not get implanted. Since the initial interrogation, the battery had almost completely drained. There were no patient consequences.